Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, proper technique was used prior to firing and the stapler was loaded correctly. This was the third firing of the gun and the first gold reload. When the doctor fired the device the staples did not form in the stomach tissue. Surgeon used green reloads to complete the sleeve and over sutured the affected area. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, twelve reloads were returned. Eleven cartridge were received inside their sterile package. One reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Six of the sterile reloads were opened and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.